Event description:
The customer reported that the system's left monitor would not display an image. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The internal connections for the power supply and the main monitor boards were adjusted. The system was tested and found to be working as intended, and put back into service.